Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the eye tracker was weak and did not always recognize the pupil during refractive treatment. The procedure was completed the same day without harm to the patient.

Manufacturer narrative:
The root cause could not be identified conclusively. The possible root cause could be eye anatomy of the patient. The manufacturer internal reference number is: (B)(4).